Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery devices. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from switzerland that it was possible the small battery drive device had a loose contact. It was further reported that the function was constantly being interrupted. The reporter indicated that as a precaution, the battery devices were exchanged to rule them out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition that the device had a loose contact was not confirmed. However, the reported condition that the device operation was being interrupted was confirmed. During repair, it was determined that the motor was worn, and the device had wiring / soldering - electrical fault. It was further determined that the device did not always oscillate, the control electrical was faulty, and the motor idle current was too high. It was further determined that the device failed pretest for check the oscillation/forward/reverse mode function and check the oscillation angle. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.